Manufacturer narrative:
(B)(4) - dehiscence. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned. Therefore, an evaluation cannot be performed to confirm the root cause of the reported event. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency (ai). Operative report indicates that this patient initially had the valve placed for calcification and aortic stenosis. He initially did well but developed progressive shortness of breath and evaluation showed moderate to severe ai and moderate to severe mitral regurgitation. Therefore, he was referred back for redo aortic valve replacement and mitral valve replacement. Inspection of the aortic valve showed a dehiscence of the annulus from the valve skirt from below the left main coronary over the left/right commissure. Further inspection indicates that the leaflets appeared to be functioning normally. The valve was removed and replaced with another edwards bioprosthetic valve. Additionally, the surgeon has indicated that this event was patient related and not due to a device malfunction.